Event description:
User facility report (B)(4) was received on 16jun2020. It was reported that patient presented with corynebacterium driveline infection requiring surgical incision and drainage (I&d), IV antibiotics, and vacuum dressing. Higher listing for heart transplant was warranted for this complex infection. Patient was successful recipient of heart transplant 3 days following I&d.

Manufacturer narrative:
Section b3: correction: june 2019 admission was reported in manufacturer report number 2916596-2020-03224. 10jul2019 admission was reported in manufacturer report number 2916596-2020-03223.

Manufacturer narrative:
Section b2, d8: correction. Manufacturers investigation conclusion. Review of the device history records, including sterilization and packaging documentation, showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2018. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted due to infection. It was reported the patient was a status 3 on the transplant list due to infection. The device will be returned for evaluation. It was later reported that the source of the infection was a driveline infections on pseudomonas. He was admitted to an outside hospital with erythema, pain, and purulence from the driveline exit site. He was treated with oral antibiotics. He was admitted on (B)(6) 2019 and underwent an incision and drainage of the driveline on (B)(6) 2019 with cultures positive for pseudomonas. He was transitioned to and maintained on oral antibiotics.